Event description:
It was reported that some time post dialysis catheter placement, the cuff of the catheter allegedly failed to bond with the tissue. It was further reported that the cuff of the catheter allegedly fall off. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2022) .

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one partial view hemostar dialysis catheter placed on a sample tray. The cuff was seen attached to the catheter and was near the bifurcation region. The investigation is inconclusive for the reported expulsion and cuff failure to bond issues as the provided photo is not sufficient enough to confirm the reported issue and further the exact circumstances at the time of the reported event occurred under clinical conditions cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post dialysis catheter placement, the cuff of the catheter allegedly failed to bond with the tissue. It was further reported that the cuff of the catheter allegedly fall off. The catheter was removed and replaced. There was no reported patient injury.